Event description:
It was reported by the rep that the device was used during a sigmoid resection. It was reported during the procedure the surgeon attempted to fire a tlc75 across the bowel and he said the device locked up as he was pushing forward about one-fourth way down the cartridge. He opened up a second tlc75 and he said the same thing happened. He opened a third tlc75 and it worked fine. There was no consequence to the pt.